Manufacturer narrative:
Bed litter bent in knee section affecting scale. Customer provided replacement part to make repairs.

Event description:
It was reported that the scale was not accurate. It was unk whether there was pt involvement; however, no adverse consequences were reported.